Event description:
It was reported that the failure of the icp express cable caused the need to explant a neuro sensor. When the pt was transported to ICU, intracranial pressure readings were lost. The difficulty has been attributed to the icp express cable 82-6636.